Event description:
It was reported that the stapler was fired across the renal artery. Bleeding occurred and the case was converted to an open procedure. It was felt that the staples did not form correctly. The case was converted to open, the patient lost 2 liters of blood and was transfused.